Manufacturer narrative:
Visual evaluation of the returned device found a hair inside the sealed package. The investigation confirmed the presence of a foreign material inside the pouch; the most probable root case for this event is manufacturing. A review of the device history record (DHR) was performed and no deviations were found. A search of the complaint database confirmed that no similar complaints exist for the specified batch.

Event description:
It was reported to boston scientific corporation that a sensation medium oval snare was prepared for use in the colon during a polypectomy procedure performed on (B)(6) 2015. According to the complainant, during unpacking, a hair was found inside the sterile package. The procedure was completed with another sensation snare. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Event description:
It was reported to boston scientific corporation that a sensation medium oval snare was prepared for use in the colon during a polypectomy procedure performed on (B)(6) 2015. According to the complainant, during unpacking, a hair was found inside the sterile package. The procedure was completed with another sensation snare. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
Although the suspect device has been received, the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a sensation medium oval snare was prepared for use in the colon during a polypectomy procedure performed on (B)(6) 2015. According to the complainant, during unpacking, a hair was found inside the sterile package. The procedure was completed with another sensation snare. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.